Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to place a taxus liberte 2.5x16mm drug eluting stent in a tortuous circumflex artery. The taxus stent was trying to be pushed thorough a previously implanted stent. However, due to mechanical distortion and protrusion of the stent, this was not possible. The stent was removed showeing signs of mechanical malfunction. The procedure was completed with another taxus stent. No patient complications were reported. This product is similar to a marketed us device.